Manufacturer narrative:
Block a2: patient's exact age is unknown; however it was reported that the patient was over the age of 18. Block h6: problem code 1074 captures the reportable event of balloon burst. Block h10: investigation results a visual examination of the returned complaint device performed under high magnification, it was found that the balloon had a pinhole located on the proximal section over ro marker. Several quantity of dry contrast was also noticed inside the balloon. Functional analysis could not be performed as the balloon lumen was blocked, and it was not possible to unclog it. This failure is likely due to factors or conditions related to the procedure during the use of the device, such as handling of the device, the technique used by the physician, the interaction with the scope, and normal procedural difficulties encountered during the procedure, that could have affected device performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) with dilation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the balloon popped. Another hurricane rx dilatation balloon was then used; however, the procedure ultimately was unable to be completed due to the patient having a tough anatomy, and the procedure was postponed to the next day. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) with dilation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the balloon popped. Another hurricane rx dilatation balloon was then used; however, the procedure ultimately was unable to be completed due to the patient having a tough anatomy, and the procedure was postponed to the next day. There were no patient complications reported as a result of this event.